Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. On an unknown date, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with intraperitoneal amikacin (250 mg in first bag; duration not reported), intraperitoneal reflin (500 mg; frequency and duration not reported) and intraperitoneal fortum (500 mg; frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient outcome and recovery status were unknown. No additional information is available.